Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the ohr for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc lot from november 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed close." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws got misaligned during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. According to the user, he/she used the applier in a proper way and condition".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc lot from november 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. After testing and verifying with subject matter experts on this product line, it was determined the complaint was credible and confirmed. It is unknown how the jaws became misaligned however it is believed to be caused by mishandling, improper preventative maintenance, and/or general misappropriation of the equipment. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed close." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws got misaligned during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. According to the user, he/she used the applier in a proper way and condition".